Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 178 mg/dl.